Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. Evaluation was able to confirm and reproduce the reported symptom of beeps over and over. This was caused by a failed processor pcb which was replaced.

Event description:
It was reported that a spectrum pump was beeping over and over. It was also reported there was no patient injury.